Event description:
In this event it is reported that unk maillefer file - possibly m-access file - bent during use. This adverse event resulted in the root canal filling being incomplete and tooth pain. Further information has been requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Summary: involved product that bent during use was not returned, and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. A batch number was provided, however this number has no corresponding in our system. Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, or material issue (no analysis of the instrument is possible). Root causes are not identified.